Event description:
It was reported that the external pulse generator (epg) battery door required repair. The epg was returned for evaluation. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis of the external pulse generator (epg) could not confirm the customer comment that the battery door required repair. Analysis also noted that there was an issue with the display backlight, the upper case gasket was damaged, the lower case was broken, the main seal was pinched, the display seal was damaged and one case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.